Event description:
It was reported that during a da vinci surgical procedure, the jaws of the monopolar curved scissors instrument were not responding to open and close. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the scissors would not fully close due to blade damage. One blade edge had an indentation between the midpoint and tip that acts as a mechanical stop for the other blade when closing. It was concluded that the damage was likely due to mishandling/misuse. Failure analysis investigation also found the following instrument damages: the pad printing on the instrument's tube extension exhibited an area where material was removed. The area measured approximately .332 x .312. It was concluded that the damage was likely due to mishandling/misuse. A small fissure in the axial direction was observed in the main tube below the tube reinforcement ring. No other damage was found.